Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced kinked cannula event on 23-june-2024. The event occurred within three hours of insertion. The infusion set was inserted in abdomen. Blood glucose level reported during the event was 312 mg/dl. The patient took correction via multi- daily injection to address the high blood glucose. Patient changed supplies as necessary and resumed insulin therapy. Do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.